Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and insulin pump did not receive low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 115 mg/dl. This was the second occurrence of replace battery now alarm without low battery warning. The customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify any battery issue due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.